Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.8cm was returned for analysis. External insulation abrasion was noted at 11.6-11.9cm, 12.0-12.1cm, 12.2-12.3cm, 12.5-12.6cm, and 18.0-18.3 from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed via diagnostic imaging. Noise was also noted during dft testing. Lead was capped and replaced. Patient condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.